Event description:
An underdelivery found during preventative maintenance testing. There were no reports of any adverse pt events while the pump was in clinical use. Though requested, no further info was received.